Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28296. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have signal artifact. During the explant procedure for the ra lead, fluoroscopy performed on (B)(6) 2021 revealed a confirmed insulation break on the right ventricular (rv) lead. Both the ra and rv leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.